Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that approximately one day post implant of the implantable pulse generator (ipg), the patient suffered a paroxistic a trio ventricular (av)block, producing a syncope, due to the ventricle was not stimulated. The ipg did not stimulate the ventricle. The lead was checked by an analyzer, and okay. The ipg was explanted and replaced and rv lead deactivated and remains in patient. No further patient complications have been reported as a result of this event.